Event description:
It was observed that during the device evaluation, the gastrointestinal scope had foreign objects in the adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. During the inspection it was observed that the adhesive around light guide lens had foreign objects. Upon completion of the investigation, a root cause could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.